Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿make sure the electrical contacts on the video socket connector are free of foreign objects¿ please make the cable connection properly.¿ based on the results of the investigation, it is believed that a poor connection caused the reported event to occur. If a foreign material such as dust or liquid droplets had adhered to the electrical contacts, or the light source cable had an unstable connection, the unit would display a scope connection error. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. Tac wanted to trouble-shoot with the customer and device. However, the customer was not in front of the device at that time, so the trouble-shooting was unsuccessful. As the customer was able to resolve the issue on their own, the device is not currently scheduled to be returned. Should additional information be made available prior to the conclusion of the investigation, a supplemental report will be submitted.

Event description:
The customer reported the evis exera iii video system center was presenting a b30 scope communication error with different scopes during procedure preparation. Reportedly, the customer was able to clear the error message by trying a new scope. Additional details relating to the patient and the event have been requested, but the information was unavailable. However, there was no patient harm or consequence reported as a result of this event.